Event description:
It was intended to treat a 50 mm lesion in the lad vessel during the procedure. The lad vessel was described as having little tortuosity, no calcification but 90% stenosis. The first device intended to be used was a resolute integrity 2.25 x 30 mm drug eluting stent. The device was removed from the packaging and inspected with no issues noted. Negative prep however was not performed. The lesion was pre-dilated with a 2.0 mm x 12 mm sprinter legend balloon inflated 3 times at (12atm, 12atm and 14atm). Resistance was not noted and force was not needed during positioning. The first stent rsint22530ux (lot# 0006894389) was placed in the distal lad. Another resolute integrity stent was then placed in the mid to distal lad. Two non-medtronic balloons were then used for post dilatation. The wire was then pulled back and a hazy spot was noticed so multiple views were taken to examine it more closely. It was reported that there may have been a stent fracture to the first stent (lot# 0006894389) during post dilation. A non-medtronic wire was placed back down the vessel and a third resolute integrity stent was placed to cover the spot. This was post dilated with a non-medtronic device successfully. All 3 stents remain in the patient with no reported patient complications. Evaluation summary: there were numerous kinks visible along the hypotube. The distal tip was flared indicating that it was stubbed during advancement. Partial crimp impressions were visible along the body of the balloon. Cine image review: the procedural images capture pre-dilation activities; delivery and deployment of three stents and post dilation activities in the lad vessel. There were no abnormalities noted during delivery and deployment of the stents. There appears to be a slight gap between the proximal end of the first stent and the distal end of the second stent following post-dilation activities . It is possible that fibrotic disease or underappreciated calcification in this area may have hindered complete cylindrical expansion of the stent segments. Multiple post-dilations were carried out. A third stent was successfully deployed overlapping the distal end of the second stent and the proximal end of the first stent.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology). Inherent risk of procedure (stent deformation/fracture). Evaluation conclusions: device failure related to patient condition (lesion morphology). Known inherent risk of a procedure (stent deformation/fracture). (B)(4).